Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 19.9ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the verified data, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that the device delivered more than expected. The device was returned to the biomedical engineering department with a note that stated, "primary at 83ml/hr and secondary at 50ml/hr. Started at 0630 and it finished at 1300." The customer contact reported that at 0630, line a of the device was programmed to deliver normal saline at a rate of 83ml/hr with a vtbi (volume to be infused) of 1000ml. Line b was programmed to deliver 5% dextrose, at a rate of 50ml/hr, with a vtbi of 50ml and the deliveries were started. At 1300, the nurse noted that the bag of normal saline was empty. The device was removed from clinical svc. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device passed all testing." Though requested, no additional info was available including if the therapy was resumed using a replacement device.